Event description:
An abstract from a journal article noted that during a hemodialysis treatment, the pt experienced a thrombocytopenic event using an electron beam sterilized optiflux f160 nr dialyzer, pre and post treatment. The dialyzer was changed to a ethylene oxide sterilized optiflux f160 dialyzer and platelet counts were taken post treatment. The pt's platelet counts fell 33% with the e beam dialyzer vs 12% with the ethylene oxide dialyzer.